Event description:
It was reported that "a pt had the PICC inserted w/o issues. On (B)(6) 2012, the PICC fractured and had to be replaced." Pain at site when cannula flushed. 'Bubbling' effect under skin above insertion site when normal saline injected. No permanent injury noted.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.